Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they had noticed that they will have to turn their stimulation up because they were not getting a good improvement in their symptoms. Agent asked if the patient have 50% or greater symptom improvement and patient confirmed they were not there yet. Agent reviewed therapy expectations and expectations with the caller. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The patient stated that they had the same symptoms, also patient mentioned they increased the intensity but they didn't feel the stimulation, agent reviewed therapy information and redirected again to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not feeling the stimulation even after increasing the intensity was determined and the most likely cause or contributed the issue was that they were not sure and the patient was told to contact manufacturing representative (rep). Patient was told to contact rep and patient had come to office and device was not working. It was unknown if the issue was resolved. Additional information was received on 2025-may-09. It was unknown of the cause of not feeling the stimulation even after increasing the intensity determined and the most likely cause or contributed to the issue and the step taken to resolve the issue was unknown. It was unknown if the issue was resolved.